Event description:
Device 1 of 5. Ref MFR reports #: 1627487-2014-01159; 01160; 01161; 01168. The pt received three leads with the same lot number it was reported the pt programmer and charger were unable to communicate with the ipg. The charger flashed with the yellow light despite troubleshooting. The pt programmer displayed communication error messages on several occasions. The pt denied any falls and stimulation has not been lost. The sjm rep was to meet with the pt for additional troubleshooting and possible x-rays. Follow-up identified troubleshooting was unsuccessful. A fluoroscopy was completed revealing the ipg had moved in the pocket along with the coiled wires used for strain relief. The pt currently still has stimulation and can turn the system on and off with the magnet. Surgical intervention may be undertaken at the future date to revise the system. All possible lead lots and extensions are reported here.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.